Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. A technical support specialist (tss) dialed into the device and observed that full synchronization required icons were displayed on the station. The tss verified that the station did not have any retry errors and proceeded with a full sync per standard procedure. The customer subsequently confirmed that all functionality was normal on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating and the machine was in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.